Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional code: hwc. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a removal surgery of va-lcp (variable angle locking compression plate) on (B)(6) 2016; three (3) screw heads in the distal ulna side of the plate were broken when the surgeon tried to remove them with a driver. There was no excessive force involved. The shaft part of the three (3) screws remained in the patient's body. Therefore, the surgeon decided to close the suture hole without removing the broken screws from the patient. The surgery was extended for five (5) minutes due to the event. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.